Manufacturer narrative:
Follow-up #1: date of submission 09/15/2016.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 08/22/2016 with the following findings: review of the black box showed an unexplained power on reset event on (B)(6) 2016 at 13:07; deliveries never resumed. The pump was returned with moisture behind the display lens and corrosion in the battery compartment. The battery compartment was cracked on the side from threads to cover. The keypad was intact and all keys were responsive to presses. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required range and delivering accurately. No errors, alarms, warnings or power on reset occurred during testing. Leak testing failed due to a battery compartment leak at the crack. The keypad cover was removed for investigation and revealed no contamination on the contacts of the keypad buttons. The pump was opened for investigation revealing evidence of internal moisture was found on the printed circuit board and internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging that on this day the patient experienced hypoglycemia while on insulin pump therapy with blood glucose level measuring 2.5 mmol/l with associated symptoms suggestive of hypoglycemia of severe headache, severe dizziness and confusion. The patient reportedly did not required the assistance of a third party, did not have loss of consciousness or seizure and did not require any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the patient received over delivery of insulin by the insulin pump due to under-responsive keypad buttons; up arrow, down arrow and ok buttons. The reporter stated there was no damage to the keypad. The reporter stated there was moisture inside the battery compartment and behind the display lens. This complaint is being reported because the patient allegedly experienced a serious adverse physical event while on insulin pump therapy related to a keypad and moisture issue.